Event description:
The braun perifix continuous epidural anesthesia tray was used to insert epidural into a laboring patient. Placed without incident by anesthesia and initial medication dose was given directly into the epidural space. Epidural cath was then inserted and gemstar tubing was attached. Gemstar pump alert went off stating there was an occlusion. Troubleshooting done and a new epidural had to be inserted. The catheter was found to be occluded with no continuous opening.